Event description:
It was reported that the patient developed a pneumothorax during an ion procedure. The patient required a chest tube and was admitted to the hospital in stable condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
System logs were not available for review.